Event description:
The following has been reported:Powered pump got service pump alarm; sent to (b)(6).Received at (b)(6).Confirmed Pump problem error wait for log review.Logs reviewed at (b)(6). Preliminary Investigation: Pneumatic Valve 2 fail.Pneumatic fail when Cassette is loaded.Software update complete.Replaced full Pneumatics system.Pump placed in Bring up mode and sent to the Test Line.Pass all Stations of the Test Line Front Housing -Final Acceptance. Provisioned Pump to 08 server Sent to Charge and wait for Heratherm.Loaded into Heratherm @ 21:00 07/11/2026.Pulled from Heratherm @ 09:00 07/12/2026.24 Hour Dwell - Complete.LVP Burn-in Test - Pass.Accuracy Test - Pass.Electrical Safety - Pass.Provision Pump to (b)(6) Server.Return to Service.A preliminary review identified the following issue: Pneumatic Valve Leak Failure (Valve 2).Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported.The device was repaired by the customer; Fresenius Kabi is communicating the investigation and repair results here. FreseniusKabi will not be receiving the device or the parts back for investigation.